Event description:
Reportable based on the device analysis completed on 15jul2025. It was reported that the burr could not cross the lesion. The 97% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 1.25mm rotapro and a rotawire were selected for use. During the procedure, the burr failed to reach the lesion due to angulation. The procedure was completed with another of the same device. No complications were reported. However, device analysis revealed that the coil was stretched, the returned rotawire was frozen within the burr catheter.

Manufacturer narrative:
Device evaluated by MFR.:the device was returned for analysis. Visual inspection of the device found that the rotawire returned with the rotablator loaded and could not be removed. Microscope inspection revealed the spring tip was also observed to be bent/kinked and stretched.